Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found the negative controls in this wl had high rlu values. Hologic product applications specialist (pas) reviewed logs and found no hardware issues, concluding there was contamination from mishandling of the kit or samples. Hologic field application specialist (fas) instructed customer on cleaning and observed them run a covid panel a with no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(6)), aptima sars-cov-2 ((B)(6)), and aptima sars-cov-2/flu ((B)(6)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 278579 on panther instrument sn (B)(4) which had a high number of positive samples. All 13 samples in this wl were positive but invalid; customer retested all positives on the cepheid platform where they all resulted negative. There was no indication of results being reported to patients.